Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported glistenings following an intraocular lens (iol) implant procedure. Additional information was requested.